Manufacturer narrative:
This event was previously reported to FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one endo gia 60mm articulating medium/thick reload. The event report alleges the product was used in a surgical procedure. Visual and functional testing was completed with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as fired satisfactorily. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a functional end-to-end anastomosis colectomy. The root of the reload was broken and could not be loaded onto the handle. To correct the issue, another reload was used and the firing was completed successfully. No patient injury or extension in surgical time of greater than 30 minutes. Patient status is no problem.